Event description:
It was an ablation catheter and initially it worked fine. It stopped working in the middle of the procedure, and it seemed that the controller of the catheter was not working. The catheter was removed and a second catheter was used to complete the procedure. No injury to the patient. Manufacturer response for nav c2 f-f thermocool smart touch, thermocool smarttouch nav c3 f-f (per site reporter): unknown.